Event description:
It was reported that during a laparoscopic prostatectomy procedure, it was described by the sister that the device was not forming the clips, probably when the clip was dispensed. Procedure was completed with same like product. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: please clarify the meaning of: "device was not forming the clips" - the clips were not forming correctly when the device was fired were the clips dropping/ejecting from the device unformed? Yes. Were the clips malformed? Yes. Scissored, clip gap, tear-drop? They came out crossing. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Unknown, it was used during prostatectomy to on area surrounding. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No more than normal. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out, then replaced. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. The device was empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.